Event description:
On 8/8/00, during an observed angio-seal deployment, all steps were appropriate until the delivery system was deployed. Correct procedural instructions were not followed, resulting in collagen deposition in the common femoral artery (cfa). Hemostasis was not achieved. Manual pressure was held, but the pt experienced brisk oozing at the 20- and 40-minute checks. A duplex doppler confirmed the presence of collagen in the right cfa, and subsequently the angio-seal device was surgically removed successfully. The pt was discharged on 8/10/00.